Event description:
A patient reported that they had missing segments on the display. The pt's meter allegedly was also reading inaccurately high and would only prompt the not ok message. Issues were not resolved. The results on their meter were 140 mg/dl and high. There was no comparision. Pt was not treated. No further information has been reported.